Manufacturer narrative:
Identifying information of the part, such as the part number and lot number of the device was not reported to paragon 28. Device is not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient underwent a surgical procedure that utilized paragon 28 phantom intramedullary nail and the nail broke post operatively. The implantation date was not provided and the surgeon decided not to revise the broken hardware.